Event description:
Pt wore infusion pump while having an MRI examination. User manual indicates that the pump should not be worn in proximity to such strong magnetic fields. Pt returned pump for eval following inability to prime infusion set tubing. Discussions with pt identified exposure of pump to the MRI magnetic field.